Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occurred (B)(6) 2019 due to an infection and a dislocation. All the component parts of the prothesis were removed, no information available about replacement. Primary surgery occurred (B)(6) 2018.